Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had tingling sensation behind the left ear for the past couple of days. It was noted that this was a sudden change in therapy/symptoms. Additional information received from the patient stated that they didn't know what circumstances led to the reported event. They had tried shutting off the stimulator to see if it would stop, but couldn't really tell. The reported event wasn't resolved since it didn't happen every day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.